Manufacturer narrative:
The device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. The evaluation results stated that the flickering image was due to worn out video connector latch. In additional, inspection and testing also found burn mark on the led harness of the device. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the device problem cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, that the video system center exhibited flickering image. The event occurred during a cystoscopy procedure. It was reported that the procedure was completed using the same device. Upon inspection and testing of the customer return device, flickering image due to worn out video connector latch was noticed. In additional, burn mark on the led harness was also found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the worn out video connector latch could not be identified. Also, the cause of the burnt (old version) led cable could not be identified. However, it is likely the cause is related to design defects of the faston terminal. A design change was made for a processing error of the faston terminal at the subcontract. The reported device was manufactured before the design change. The countermeasure product was shipped after may 27, 2014. Olympus will continue to monitor field performance for this device.